Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, a fluoroscopy revealed that the right atrial lead was fractured. The lead also exhibited noise. The physician elected not to revise the lead and program the dual chamber pulse generator to vvi mode. The patient was in stable condition post surgery.